Manufacturer narrative:
Additional information: g3, h3, h6 the complaint device was not received for evaluation. Based on the information provided which may include pictures, the event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used during firing of the needle and/or unsecure grasp of tissue.

Event description:
On 04/23/2025, it was reported by an arthrex subsidiary employee via (B)(4) that an ar-13991n surefire¿ scorpion¿ needle broke off at the end of the last thread. The scorpion worked normally during the passage of all the threads, it only broke on the last one, they used the bird and finished the procedure.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.